Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge and failed to complete the air removal steps. Tandem clinical support educated the customer to properly cycle the cartridge and to follow the proper air removal steps before use. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection. The customer cleared the alarm and resumed insulin delivery.